Manufacturer narrative:
B3: date of event - estimated as the date of event is unknown. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure with a farawave catheter, a fluid leak was reported. An alternate device was used. No patient complications were reported. The catheter is not expected to be returned for analysis as it was reported to be lost. No further information was made available regarding this event.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure with a farawave catheter, a fluid leak was reported. An alternate device was used. No patient complications were reported. The catheter is not expected to be returned for analysis as it was reported to be lost. No further information was made available regarding this event.

Manufacturer narrative:
B3: date of event - estimated as the date of event is unknown. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: the farawave catheter was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record (DHR) review: a ship history could not be performed with the information provided and therefore did not yield any results for possible lot numbers. The DHR review could not be performed as the lot number was not provided. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of leak is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the reported allegation could not be established due to lack of evidence.